Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. Device was visually and functionally tested. The customer reported issue was confirmed. The battery compartment was replaced. It was also found that the uso seal was delaminated. The seal was replaced. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the battery compartment was damaged. Issue was found during testing and no patient involvement was reported.